Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient¿s parent, on (B)(6) 2026, the pediatric patient experienced a skin reaction with itching, redness, and sore (discomfort) underneath the sensor pod area. Prior to sensor insertion the area was prepped with soap and water. The patient consulted a primary care doctor and was prescribed an oral antibiotic, flucloxacillin (dosage unspecified). The patient remained in the clinic for only 10 minutes. There was no documentation of further medical intervention. No photo or other details were provided. At the time of report, the patient¿s condition is fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.